Event description:
A medwatch report, submitted as a voluntary report to the FDA's medwatch program, was forwarded by the FDA to olympus for review. It was reported in the medwatch that multiple cysto-nephro videoscopes and uretero-reno fiberscopes had intra-luminal fibers develop inside the lumen. The affected procedures were therapeutic and diagnostic. Due to the reported issue, the user facility stated that patient treatment delays occurred as the affected scopes were sent for repair and a limited number of scopes remained onsite. There was no report of patient injury or harm associated with the reported problem. This is report 12 of 12, patient identifier (B)(6). Reference the following patient identifiers: (B)(6) (this report).

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. Olympus is continuing to investigate the customer¿s report. Supplemental reports will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: caution ¿ do not pull the universal cord and video cable during an examination. The light guide connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Olympus will continue to monitor field performance for this device.